Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that they tried to adjust the patient¿s pelvic health device to help with discomfort and they checked the patient¿s settings and they were at 4.1 v. It was noted the patient programmer was taken away and when they went to put the patient programmer antenna back to think about increasing stimulation, as soon as they got the antenna over the implant, it went nuts; it was clarified that the patient got sudden sharp throbbing pains that started at the implant site and finally went down their leg. At the time of the report, the patient was currently laying on the site and it was still hurting them. The patient¿s device was on at 4.1 v and stimulation was decreased to 0 v; it was noted that it was still throbbing. The patient¿s spinal cord stimulation device was also on at 1.1 v and it was decreased to 0.0 v; the sharp/throbbing pain went away and the patient was not feeling anything now because they decreased to 0 v, but it was later noted that the patient felt something that was more of a discomfort than pain in their foot. It was reported that the pelvic health device affected the patient¿s spinal cord stimulation device, but it was not known when this started. The patient had no falls within the last day or so, and the last fall they had was a month or more, and it was noted this could be related to the issue. No further complications were reported/anticipated. See related MFR report# 3004209178-2017-21541.

Manufacturer narrative:
Patient weight was reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were hesitant to get the 2nd device but they had reasons. The patient stated that they had 2 electrical shocks when the bladder unit was passed on the chest wall insert. Doctor told that they had never seen anything like that as they had similar pain when they were doing the test to implant. It was noted that the bladder implant was on a low setting. It worked a few weeks, they were totally afraid of more leg pain related to their back medtronic device. Patient was afraid as interstim device was turned off. Patient preferred to have intestim device out immediately under a general anesthetic. They did not want it. It was at lower setting and it did not work either. They tried to give it another chance which was not a good idea as they still want it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were hesitant to get the 2nd device but they had reasons. The patient stated that they had 2 electrical shocks when the bladder unit was passed on the chest wall insert. Doctor told that they had never seen anything like that as they had similar pain when they were doing the test to implant. It was noted that the bladder implant was on a low setting. It worked a few weeks, they were totally afraid of more leg pain related to their back medtronic device. Patient was afraid as interstim device was turned off. Patient preferred to have interstim device out immediately under a general anesthetic. They did not want it. It was at lower setting and it did not work either. They tried to give it another chance which was not a good idea as they still want it out.